Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that during a cataract surgery an handpiece did not work properly and patient experienced thermal burn which required suture to close the wound.

Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.10 the company service representative examined the system and the system performed as intended. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the handpiece was not working properly. The patient experienced a thermal burn in the right eye. Sutures were required to close the wound. Additional information has been requested.